Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedances greater than 2,000 ohms. A number of episodes of oversensed noise were found stored to the device, including incidents involving inappropriate anti-tachycardia pacing (atp) and diverted tachy shocks. It was also noted that an rv pacing threshold measurement was not available and the rv sensing amplitude had a mean value of 1 mv. The patient was not pacemaker dependent. A system revision was subsequently performed. When the pocket was opened, the rv lead was observed to not be fully inserted into the header and was able to be disconnected with simple traction. The rv lead was tested using a pacing system analyzer (psa) and found to function appropriately. It was then reinserted into the header of the device with attention to tightening the setscrews and all measurements were within normal limits. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.